Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three infusion set cannula kinked events on (B)(6) 2025. All the events occurred within one to two hours of insertion. The insertion site for two events was thigh and for one event was abdomen. The blood glucose level was 370 mg/dl, therefore patient replaced infusion set and resumed insulin deliveries. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.